Event description:
Nurse emailed reporting patient's treatment had to be d/c d/t pt reporting abd pain (6/10 on pain scale). Pt stated she had her last day of menses the day before treatment. Just before the event occurred, the patient's vitals were: bp 111/58, hr 95, spo2 99% on room air. With 50 minutes remaining of treatment, the patient began writhing in severe abdominal pain that caused the patient to pass out. Treated plasma volume at the event: 2400 ml. Nurse terminated treatment and patient was transferred to emergency room. Per nurse, the patient experienced relief after 1 hour off the treatment and was discharged home. The patient did not receive any pain medication and CT scans of the abdomen were negative. Nurse stated this patient has been receiving treatment for over a year and has successfully completed treatments without any complications. The treating physicians have decided to hold off treatment until it can be determined what the root cause of the abdominal pain is. The treating nurse stated, she does not believe it is the liposorber and the physicians are continuing to run test for patient to determine cause of abdominal pain. The kaneka device has not been determined to have caused or contributed to the adverse event. This incident is being reported out of an abundance of caution.